Event description:
Information received from a manufacturer representative reported that the patient was having difficulty recharging and were only getting two coupling bars. The patient tried repositioning the antenna but it did not help. The patient also tried using the antenna locate (al) feature and reported that they got 46, 48, and 50 with no coupling bars. Troubleshooting did not resolve the issue. The patient also stated that they tried using the recharging waist belt but it did not help with coupling bars either. It was reported that the implantable neurostimulator (ins) pocket seems loose and the patient had not lost any weight. An x-ray was suggested to confirm if the device was flipped. It was noted that the issue began in (B)(6) 2016 and was gradually getting worse. Additional information received reported that the manufacturer representative reviewed the x-ray of the ins and stated that it looked like the ins was flipped. It was recommended that the patient's healthcare provider (hcp) look at the x-ray as well to determine if the device was flipped. No patient symptoms were reported. Indication for use is non-malignant pain.

Event description:
Follow up information received from the manufacturer's representative confirmed that the patient's ins was flipped. A revision procedure was performed and the patient was reported as doing very well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.